Manufacturer narrative:
Device evaluated by MFR.: synergy 2.75 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal and distal stent damage with the stent struts lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no signs of damage. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 01apr2021. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.75 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was good. However, returned device analysis revealed stent damage.